Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation at the proximal to mid left anterior descending artery. The 2.8x19mm graftmaster failed to cross due to interaction was a previously implanted stent. A smaller sized unspecified balloon was used to seal the perforation. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9 - device available for evaluation updated from ¿yes¿ to ¿no¿.